Manufacturer narrative:
A clinical assessment following live scanning testing concluded there was no safety risk. Based on the images provided by the customer, various changes in the parameters were identified that could decrease image quality and color flow. The images revealed that the users changed the frequency optimization settings to low from its default of medium which will lead to less color sensitivity at the typical clinical imaging depths. Additionally, lack of standard color control adjustments; such as, decreasing color velocity scale and increasing color gain, were not performed. Recommendations were provided to the customer as best practices for increased color/cpa sensitivity. The investigation concluded, no malfunction of the epiq system occurred and optimal diagnostic color performance can be achieved with normal manipulation.

Manufacturer narrative:
Investigation is currently underway. A follow-up report will be provided upon investigation completion.

Event description:
Sonographer reported their epiq 7g ultrasound system did not provide accurate diagnostic exam results using color doppler - they stated low color flow was not detected. Patient was moved to another ultrasound system and they were able to confirm the diagnosis. There was no injury associated with this event.